Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and barbed suture was used. It was reported that the suture broke halfway up on the needle on the second pass. They continued to use it for that same side and got another one to complete the total knee procedure without patient harm.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 8/13/2024 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please address the questions below for each patient event: ¿ what is the procedure date? ¿ which part of the device broke during the procedure, the suture or the needle? Please clarify ¿ if the needle broke, please clarify, was the broken needle piece retained in patient? If yes, how was it retrieved? ¿ did this issue cause any procedural delay? ¿ did this issue contribute to any patient adverse event? ¿ is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) h3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece and two suture pieces outside its packaging were received for analysis. The product code is sxmp2b411. During the initial inspection of the sample, no breakage suture was observed. But the ends were noted to be cut probably caused by a surgical instrument. Body fluids were also observed in the sutures. This product code sxmp2b411 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Two detached needles outside its packaging that pertain to product code sxmp2b411 were received for analysis. The product code is double-armed. Upon visual inspection of the product, it was observed that the suture was not returned for evaluation. The needles were visually inspected, and the attachment area were noted to be as expected. The barrel holes were examined under magnification and remnant suture was noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.